Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise episodes and out of range capture measurements. The patient would be brought into the clinic for additional assessment. The patient did not experience any symptoms.